Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 41 indicating an insulin shaft rewind error, which persisted after a device restart, and a replacement device was arranged; blood glucose at the time was 163 mg/dl, and the user was advised on shutdown, data sync, return, and startup for the replacement, with continued cgm use via dexcom. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health and no need for medical intervention or hospitalization. Investigation included review of device history via alert verification and basic troubleshooting guidance provided to the user. Investigation of this case revealed a device malfunction consistent with an insulin delivery system error related to the insulin drive mechanism. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient evidence for a definitive root cause. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.